Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. An anterior curve watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The initial transseptal puncture was through a previous hole, and the 35mm device was attempted with the anterior curve was. The tug test failed each time, so the septum was re-crossed, and another attempt was made with the 35mm device. The tug test again failed. A pigtail catheter was used to gain deeper access in the laa. The 35mm was deployed and failed the tug test. A 27mm flx device was then used and deployed, and landed under the wing of the anterior chicken wing. Two partial recaptures were required. A tug test could not be assessed due to the device position, and compression numbers were acceptable and no leak was noted. The device was released. The device was monitored for approximately 5 minutes after release. The device did not move or shift in this time. One day after implant, prior to discharge, the device embolized to the aorta where it was percutaneously removed via snare. The patient is expected to make a full recovery and was discharged.